Event description:
It was reported that an oxygen cylinder attached to the pt bed unit was attracted to the MRI magnet as the bed unit was brought into the MRI room. The oxygen cylinder contacted the pt's arm. As a result, the pt sustained a broken arm.

Manufacturer narrative:
A ge field engineer (fe) evaluated the MRI system and found no malfunction that contributed to the incident. The fe also noted that a magnet warning sign was posted on the magnet room's door. Additionally, the customer site has a magnet safety manual and the staff was trained on magnet safety. Based on the info provided in the report, the cause of the incident was that a ferrous object was inadvertently introduced into the magnet room.